Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a set screw with a rounded socket.

Event description:
It was reported that during the procedure the ventricular lead experienced a failure to capture. The physician tried to disconnect the lead from the device in an attempt to reposition the lead, but the lead was blocked in the device and was unable to be removed from the header. The system was replaced. No patient complications have been reported as a result of this event.